Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not known at the time of reporting. Other relevant device(s) are: product ID: 9680152, serial/lot #: unknown, ubd: 03-oct-2016. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the bulkhead was replaced. After replacement the issue resolved. System working as intended. The bulkhead was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Both side walls of the returned connector are broken out with bent and broken contacts inside the connector. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was unable to connect to electronic picture archiving and communication systems (pacs). It was noted that the bulk head showed signs of damaged. The manufacturer representative was able to use all other systems and transfer images from pacs to the navigation system's. No patient was present at the time of the event.